Event description:
It was reported that during vena cava filter retrieval, a snare device successfully captured and retrieved the filter. During retrieval it was reported that the snare became entangled with the filter. Upon successful retrieval a visual inspection determined a filter limb detached during retrieval, guided fluoroscopic could not visualize the presence of a detached limb. A CT scan did not demonstrate a detached limb. The physician stated that he was certain that the detached limb was not in the pt. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.